Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported medication leakage was found on a bd ultrasafe passive¿ x-series needle guard syringe as result of the device "simply falling apart." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aqls), was manufactured and released according to applicable procedures and specifications. Based on investigation, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. No corrective action is necessary.